Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not being able to test her blood glucose due to a blank screen appearing on her freestyle flash meter. Customer reported experiencing symptoms of dizziness and loss of consciousness for an unk time period. Customer's daughter arrived and took customer's blood reading on another adc meter which exhibited an incorrect unit of measurement. Customer was given water to counteract her symptoms. There is no report of third party medical intervention, death or mistreatment associated with this event.